Manufacturer narrative:
(B)(4)

Event description:
Lead management case for cardiac lead removal. This was a right sided explant of lv and rv leads. Lv lead was removed with traction only. Rv lead was prepped with an lld ez. A 14f sls laser was passed over the lead with approx. 40-60 seconds of laser time. Laser was vertical near rv/ distal coil and the bp decreased. X-ray showed heart wall border expanding and tee revealed an effusion. A pericardiocentesis was performed and a large amount of blood was aspirated. The CT surgeon opened the chest within 2 minutes of the event. Patient was ultimately put on bypass and a tear was found and repaired in the svc. The rv lead was then removed with traction. At that point a tear formed in the rv apex and was also repaired. The patient survived the intervention.